Event description:
A company representative reported that the tip of two ozark screw drivers w/ thread fractured intra-operatively and it is unknown if the fractured components were left in the patient. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient. This report is for the second of two ozark screw drivers w/ thread.

Manufacturer narrative:
H6 codes have been updated to reflect receipt of the device and conclusion of the investigation. An updated review of the risk documentation regarding this event does not suggest a recurrence of this event could result in a death or serious injury. Therefore, this event is no longer reportable to the FDA.

Event description:
No new information.